Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2014 - device evaluation: the meter has been returned and evaluated by product analysis on 03/24/2014 with the following findings: a review of the meter download showed that an ¿error 1 error sub code 17: initializing rf failed¿ was recorded. During testing, the returned meter powered on normally and was able to be successfully paired with a test pump. No errors occurred during the investigation. The complaint of the meter emitting ¿error 1¿ messages was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 random) issue. It was reported that the meter was emitting multiple ¿error 1¿ messages. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.